Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level which was 479 mg/dl and treated it with insulin pump. The customer stated the pump was not delivering insulin. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer did troubleshooting and found air bubbles was present along the tubing length. The auto mode feature was not active at the time of event. The pump will not be returned for further analysis.